Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this annuloplasty ring, the ring was explanted and replaced with a non-med tronic valve. It was reported the patient was operated on for a right atrial mass which was adhered to the tricuspid annulus and anterior leaflet of the tricuspid valve. When removing the mass, the anterior leaflet became detached. An attempt was made to sew the leaflet back in place and an annuloplasty ring was implanted. However, there was still a moderate amount of insufficiency and it was elected to replace the valve. There were no allegations against the ring. No additional adverse patient effects were reported.